Event description:
We own several dario glucose devices. Recently two have stopped working, but a third one continues to work. When I reached out to dario, they implied it was a software issue. However, if it were a software issues none of the dario devices should work. I explained to them this issue, however they seem to have no answer. I believe that the two dario devices I have are either defective or they were designed to only work for a specific amount of time and as diabetics we need to depend on our devices to work. Reference # mw5151788